Event description:
A customer reported that the betadine sponge was out the minicap bearing during patient use at home. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This is report 1 of 3 associated with this issue. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.